Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on an unknown date, a 16mm amplazter septal occluder was implanted using an unknown delivery system. After the procedure, a leak around device was noted. On (B)(6) 2025, the transeptal puncture got failed and deficient tissue capture resulted in latent leak presentation requiring intervention. The procedure was aborted after multiple failed attempts to puncture. The patient was referred with medical management and possible surgery referral. No additional information was provided.

Manufacturer narrative:
It was reported that a leak around device was noted after the procedure. Field indicated that the patient did not experience any issue or adverse events during or after the procedure. A return device assessment could not be performed as the device was not returned for analysis. The device batch number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.